Manufacturer narrative:
Qn# (B)(4). The report that the guide wire separated was confirmed through examination of the returned sample. The core and coil wires were broken near the distal end. The appearance of the separation points is consistent with damage resulting from retracting the guide wire back upon the needle bevel during use. The instructions-for-use (IFU) provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring wire guide." No manufacturing defects were found during this investigation. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the difficult advancing the guide wire. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md found the guide wire to be faulty. So the md opend up the new kit to finish the procedure." There was no reported patient harm or consequence. The returned device was noted to be separated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, the md found the guide wire to be faulty. So the md opened up the new kit to finish the procedure." There was no reported patient harm or consequence. The returned device was noted to be separated.